Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a yellow color stain on the sled was found after opening the package. The target lesion was located in the coronary artery. A galaxy intravascular ultrasound system was selected for use. When the device was opened from the package, a yellow color stain was noticed nearby the cup of the sled. The device was replaced with another sled to complete the procedure. No patient complications were reported.